Manufacturer narrative:
The customer was contacted by technical support svcs (tss) and reported they had cleared the clogged handpiece. The customer did not retain any samples to send in for in-house eval. The facility did not request svc. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
A nurse reported during a case the surgeon complained of not getting any suction. The sys was rebooted but the issue did not clear. The handpieces and tips were changed out twice and the case was able to be completed. There was a slight delay reported. The nurse stated they did not believe anything was wrong with the sys, and the handpieces seem to be working fine now. She indicated they think it may have been the tip, but are unsure. There was no harm to the pt or cancellations reported.